Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: no physical damage to cartridge holder, or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leak test and no priming anomaly was noted. However, inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Inpen passed front cap investigation. In conclusion: unable to verify alleged high bg. Dose log/report data inaccuracy was not confirmed. However, inpen failed dialing inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that inpen app was not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed and found that the dose intended and dose logged was always greater than 0.5 unit. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-105nnblna was requested and customer response was the device will be returned.